Event description:
It was reported that externalized conductors were observed at the clavicle level and beyond the tricuspid valve via heart catheterization. Lead was explanted and replaced. Patient condition post procedure was fine.

Manufacturer narrative:
.